Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl; cause was not known. Customer delivered a bolus via pump and insulin injections were administered to address bg. Recommendation was made to discuss past elevated bg event with a healthcare provider.